Event description:
It was reported the pt lost stimulation coverage in the thoracic region due to her programs auto-reducing. Lead diagnostics revealed high impedances.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.